Manufacturer narrative:
Additional information has been provide in h.6 and h.10. Based upon the information obtained, the customers reported event could not be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during laser assisted cataract surgery, the patient was uncooperative and the laser presented an error. Suction was attempted multiple times however, the digital marker did not recognize the crypts of the iris. There was no corneal opacity pattern. The laser enabled the secondary incision program and the arch use without command. The laser portion of the procedure was discontinued and the capsulotomy was completed manually without problems. Phacoemulsification was completed; however, during insertion of the lens with the intraocular handpiece, the intraocular lens ruptured the posterior capsule and entered the vitreous. A vitrectomy was performed and the lens was implanted in the ciliary sulcus. The surgeon indicated that the deltas were not checked or adjusted and indicated this occurred "due medical procedure, not due the equipment". The surgeon declined to provide further information.